Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the failure was replicated and confirmed. The instrument was found to have a bent grip at the base, causing a misalignment of the grips. This causes the instrument to get stuck. The grips did not show cracking damage. Components adjacent to this bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws became misaligned. The jaws could not be opened or closed properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck on tissue, but the site was unable to remove the instrument from cannula. The surgeon had to use another endowrist instrument to help remove the instrument.